Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint history check was performed and this is the 2nd related complaint for stopper damaged on lot # 1025876. Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 1025876. Customer states that the stopper was deformed. The returned syringe was examined and no defects were observed on any component of the sample. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time

Event description:
It was reported that the bd syringe 0.3ml 30ga 8mm experienced stopper deformation. The following information was provided by the initial reporter: the customer's report is that the stopper was deformed.